Event description:
This procedure was a premature ventricular contraction (pvc) ablation. The thermocool sf navistar catheter was connected to the coolflow pump and it was run at low rate. During ablations, the stockert generator stopped rf application due to the high impedance cutoff, delta impedance rises, temperature limiter, and hardware error 9. The catheter was removed a few times and the tip cleaned due to char. The high rate was increased to 12ml/min during ablation, but the impedance still spiked during ablations. A new catheter was used and the issues resolved.upon request, additional information was provided on the event on (B)(6) 2014. The char occurred during an irrigated ablation. The catheter tip was checked after the first few ablations when the impedance kept rising. The stockert generator was in power control mode. The power was set to 30 watts. The temperature cut off default was set to 40. The flow rate was set to 8ml/min. They noticed the abnormal catheter irrigation before the event. After the event, it appeared as if some ports were locked. The char covered approximately (B)(6)% of the catheter tip. There was a steam pop during one of the rf applications, but there were no patient adverse events. The patient was monitored very closely afterwards and there were no hemodynamic changes.per the additional information received on (B)(4) 2014 providing the amount of char, this is indicative of a reportable event, thus marking (B)(4) 2014 as the awareness date for this report.

Manufacturer narrative:
(B)(4) this procedure was a premature ventricular contraction (pvc) ablation. The thermocool sf navistar catheter was connected to the coolflow pump and it was run at low rate. During ablations, the stockert generator stopped rf application due to the high impedance cutoff, delta impedance rises, temperature limiter, and hardware error 9. The catheter was removed a few times and the tip cleaned due to char. The high rate was increased to 12ml/min during ablation, but the impedance still spiked during ablations. They noticed the abnormal catheter irrigation before the event. After the event, it appeared as if some ports were locked. A new catheter was used and the issues resolved. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4).